Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 13 august 2016. The fse found the tube tilt prevention was bent. The engineer installed tilt prevention. The fse also found the racks were damaged and missing clips that hold the test tube in place. The damaged racks were removed from service and patients were run using the replacement racks.the aia-900 was working as intended. No further action required by fse. The probable cause of the event was operator using broken racks.

Event description:
On (B)(6) 2016 a customer reported error 6005 test cup read errors. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ctni2, bhcg, myo, pth, and ckmb patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.